Event description:
It was reported that during a laparoscopic nephrectomy procedure, the white pad of the jaw of the harmonic disposable lifted from the jaw and a small piece of the white pad broke off. The pad did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient was explanted due to a decrease in performance. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).